Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. Previously administered products included for birth control: ortho tri cyclen from 2001 to 2005. Concurrent conditions included leiomyoma nos and paratubal cyst. Concomitant products included salbutamol (albuterol). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections"), abdominal distension ("extreme bloating"), dyspareunia ("painful intercourse"), adverse event ("abnormal growths"), abdominal pain lower ("lower abdomen pain one week prior to my period,during my period and one week after my period is complete") and dysmenorrhoea ("lower abdominal pain during my period"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain and abdominal pain had resolved, the infection, abdominal distension, dyspareunia, adverse event and dysmenorrhoea outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient need for additionai surgery. Date(s) of insertion: (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-mar-2019: pfs received. Event added: back pain and abdominal pain. Event outcome updated for: genital hemorrhage, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and weight gain. Event onset date were added. Event weight increased deleted as it was duplication of events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: ortho tri cyclen from 2001 to 2005. Concomitant products included salbutamol (albuterol). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections"), abdominal distension ("extreme bloating"), dyspareunia ("painful intercourse"), adverse event ("abnormal growths"), abdominal pain lower ("lower abdomen pain one week prior to my period,during my period and one week after my period is complete") and dysmenorrhoea ("lower abdominal pain during my period") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the genital haemorrhage, infection, the last episode of weight increased, abdominal distension, dyspareunia, adverse event, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adverse event, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). The reporter commented: patient need for additionai surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), weight gain lower abdomen pain and dysmenorrhea. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), weight increased ("weight gain"), abdominal distension ("extreme bloating"), dyspareunia ("painful intercourse") and adverse event ("abnormal growths"). The patient was treated with surgery (had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, infection, weight increased, abdominal distension, dyspareunia and adverse event outcome was unknown. The reporter considered abdominal distension, adverse event, dyspareunia, genital haemorrhage, infection, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.